Event description:
A bls crew was monitoring an 84 year old female pt who had a bradycardic rhythm. The unit's monitor screen went blank while in use on the pt. The crew changed the unit's battery and the unit's screen display reappeared briefly before going blank again. They could hear sounds coming from the unit, but the screen display remained blank. A paramedic team arried and transferred the pt to their unit. There was no adverse effect on the pt.